Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with a replacement ilet due to the sensor remaining connected to an old ilet, resulting in a pairing failure alert. No adverse clinical symptoms reported. Outcomes included a temporary inability of the replacement ilet to receive cgm data. User support included customer care troubleshooting and user education. Investigation of this case revealed that the active cgm session was still bonded to the old pump, which prevented pairing with the replacement device; the issue resolved after the user shut down the old ilet, toggled the cgm, and re-entered the pairing code, with connection expected after a short reconnection interval. It was concluded, based on previously established findings for similar reports, that user setup sequence and existing device-cgm pairing contributed to the pairing failure.